Manufacturer narrative:
(B)(4). Batch # r92812. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were found out of position causing the lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the clips were cross crossing and overlapping. A second like device was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.